Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Suspected false negative flu a, flu b, or sars result (specific analyte not specified) for 1 symptomatic patient. The customer communicated that they suspected some negative results to be false after a recent calibration and a qc failure. No confirmatory testing had been completed. The total number of patients affected is unknown. An estimated 2 additional events were also communicated which are captured on separate reports.